Event description:
The distributor reported the zip device did not remain affixed to the skin. The surgeon removed the device and closed the wound with sutures. (2 hours post-op).

Manufacturer narrative:
Additional information was received from the distributor reporting that there was fluid coming from the wound. As with any tape based adhesive, the skin must be clean and dry when applying the device in order to achieve proper adhesion.